Event description:
It was reported that the patient's generator was explanted due to eos. The explanted generator is not expected for return. Per the physician, there was no evidence this patient would have experienced a procedure involving electrocautery or other electrical current. It was determined that while error code 14 can be associated with sudden drops in voltage, it can also be associated with normal low voltage caused by normal battery depletion. Data review was performed and it was determined that the generator battery voltage was depleting normally and was nearly at end of service condition. It was noted that error code 14 was triggered two days prior to detection by the generator on the same day that lowest battery voltage was detected. It was determined that error code 14 in this case was a result of normal battery depletion.

Event description:
It was reported that error code 14 was seen on a m1000 and the generator battery was depleted after only two and a half years (which is within possible normal depletion rate based off of battery longevity tables based on provided patient settings). Error code 14 is associated with a sudden drop in voltage. No further relevant information has been received to date.